Manufacturer narrative:
The reagent lot numbers were requested but were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose and creatinine assay results for two patient samples tested on a cobas 8000 c 701 module. Sample 1: the initial glucose result from a sodium fluoride tube was 33.22 mmol/l. The first repeat result was 5.27 mmol/l. The second repeat result from a serum tube was in the normal range (no result data provided). Sample 2: the initial creatinine result was 130 mol/l. The repeat result was 76 mol/l.

Manufacturer narrative:
The field service engineer (fse) inspected the instrument and performed a series of troubleshooting-related actions, including but not limited to checking the gear pump pressure, cuvette wash volume, external washing of sample and reagent probes, ultrasonic mixer alignment, and proactive replacement of tubes at the cell rinse station. The sample and reagent probes were cleaned. Hardware performance check was performed successfully. Following the fse intervention, no further issues were reported. The investigation determined that the service actions resolved the issue. As the fse performed lengthy and complex troubleshooting, a single root cause could not be determined.